Event description:
It was reported that the device was at eol (end of life) and that there was no output. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the patient was non-compliant and had missed follow-up device checks and presented to the ER with the device at eol.

Event description:
It was reported that the device was at eol (end of life) and that there was no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was analyzed and found to have normal battery depletion.

Manufacturer narrative:
(B) (4)